Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not working at all and has a blank display. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with current in specification. No blank display. Lcd board working properly. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked reservoir tube lip. No unexpected low battery alarm.